Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach fusion at levels l4-s1 using rhbmp-2/acs and a peek cage. The patient's post-operative period was marked by increasingly severe and worsened back pain. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting severe chronic radicular pain, bone resorption, possible pseudoarthrosis, and cystic bony changes at or near where rhbmp-2/acs was implanted. On (B)(6) 2013, the patient underwent a revision surgery to remove ectopic bone growth around nerves at levels l5 and s1. As a result, she has been unable to return to work because of her severe lower back and leg pain. She continues to experience pain and suffering, emotional distress, and mental anguish.